Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had bleeding at site issue. The customer's blood glucose level was 127 mg/dl. The customer also reported that she had sensor issues. The customer was assisted in troubleshooting for blood at site; however she would not like to continue troubleshooting. The customer did receive calibration not accepted and change sensor error. The sensor will not be returned for analysis.

Manufacturer narrative:
The correct information has been included with this report.

Event description:
It was reported that the case has been reported in error.